Event description:
A us distributor reported that a patient was experiencing check therapy electrode and adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad/adjust belt messages) was isolated to the electrode belt¿s pulse wire being broken at the front therapy electrode (te), causing the electrodes to be non-functional. The root cause for the broken wire was physical abuse. There was no adverse event that resulted from the damaged belt.